Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Available information suggests that procedural factors and the patient anatomical condition likely contributed to the event. During the index procedure complications occurred due to transposition of great vessels. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in mitral position where on post operative day 6, a single leaflet device attachment (slda) was observed. There were anatomy/procedural complications during the index procedure due to transposition of great vessels. Patient underwent a re-intervention with pascal and another device was implanted to stabilize the slda. Grade of mitral regurgitation before the procedure was severe, immediately after the index procedure was mild, when the slda happened it was severe and after re-intervention was moderate. Patient final outcome was stable condition.